Event description:
It was reported the patient experienced an infection at the ipg site. Surgical intervention took place wherein the scs system explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.